Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, fluoroscopy was performed which noted externalized conductors on the left ventricular lead. Lead testing revealed normal lead function. No intervention was reported. The patient will continue to be monitored.